Event description:
It was reported that the customer received a power source alert after plugging the pump into a usb port on a surge protector. There was no reported adverse impact to the customer's blood glucose level. During troubleshooting with tandem technical support, the customer was able to successfully charge the pump using an alternate usb cable and tandem provided wall adapter.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.